Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from singapore that during a total knee replacement surgical procedure it was observed that the battery oscillator device was drilling even though it was not triggered. It was further observed that when the battery was attached, there was a low power supply even though the battery was fully powered. It was reported that there was a 15-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: please note that it was inadvertently reported that the device was received on 12/5/2024 on the previous medwatch report. The device return date has been updated accordingly.

Event description:
Updated event description: it was reported from singapore that during a total knee replacement surgical procedure it was observed that the battery reamer/drill device was drilling even though it was not triggered. It was further observed that when the battery was attached, there was a low power supply even though the battery was fully powered. It was reported that there was a 15-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: b5, d1, d2, d4, h4: upon further investigation it was found that the incorrect brand name, catalog number, unique identifier (UDI) was inadvertently entered into the initial medwatch report. Please note that the correct brand name, catalog number, unique identifier (UDI) has been received and has been entered into this supplemental medwatch report. The UDI has been updated accordingly. H4: the device manufacture date was reported as 10/27/2016 on the initial report. Please note that the date of manufacture has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the battery reamer/drill device was drilling even though it was not triggered, and when the battery was attached, there was a low power supply even though the battery was fully powered was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device would only run in reverse, and the device would not run. It was noted that the handpiece only ran in reverse mode, and the cannulation failed. It was further determined that the device failed pretest for check cannulation, check the function of the device, and check power with power test bench. The assignable root cause of these conditions was determined to be traced to component failure due to wear.